Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d7a. A getinge field service engineer (fse) checked the machine and recurrence could not be confirmed. Although the problem was not reproduced, the flat cable and video receiver board inside the display were deemed to be deteriorated, so the parts were repaired and replaced. After that, a functional check confirmed that there were no problems. The result was good.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Correctional field: d7a.

Event description:
It was reported that during operation inspection cs300 intra aortic balloon pump (iabp) had display screen display was distorted. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1, full initial reporter name is (B)(6). Full event site name is (B)(6) full event site city name is (B)(6). A supplemental report will be submitted upon completion of investigation.